Event description:
It was reported to boston scientific corporation that an exalt model b monitor kit was used during a bronchoscopy procedure on an unknown date. During the procedure, the exalt model b monitor stopped working causing visualization to be lost. The exalt model b scope was exchanged; however, the issue persisted. The procedure was able to be completed with a reusable device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event. Block h6: device code a06 is being used to capture the reportable event of loss of visualization inside the patient.